Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device stopped working. Upon explant, it was identified a fluid leak in the right cylinder caused by a fracture. The physician was unable to find the reason the device wasn't working without having to remove the pump and cylinders all together; therefore, the cylinders and pump were removed and replaced. There were no patient complications reported.